Manufacturer narrative:
The reported failure of failed the o2 low flow test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for periodic maintenance. No patient harm or injury was reported. The device was returned to the manufacturer for evaluation. During operational testing, the device failed the o2 low flow test. The active exhalation control module was replaced to correct the issue. Additionally, the pollen filter, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micorn filter, motor blower assembly, and stirring fan foam were replaced per customer request. A crack was also identified in the base enclosure, which required replacement. The detachable battery pack and internal battery were not replaced due to an extended delay in availability of the replacement parts. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.